Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr s90 4.0mm w/integr hdp device was unable to ablate. During in-house engineering evaluation it was determined that foreign matter could be observed on the active tip and suction tube, and the device failed the functional flow rate test prior and post activation. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the products and a photo were returned to j&j medtech orthopaedics for evaluation. ¿ visual inspection of the returned device found it was returned only on the box outer package. The tip showed signs of activation. Foreign matter could be observed on the active tip and suction tube, presumably biological matter. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was not returned in its original packaging, only on the shelf cartoon box, the active tip was in used condition, there was tissue debris inside the active tip and crystalized residue around the manifold. The suction tube had procedural residue visible. The device passed the electrical tests, but failed the functional flow rate test prior and post activation. The device activated in both modes (ablation and coagulation) as intended. The customer statement could not be replicated. Since this was not accomplished, the complaint cannot be substantiated. Investigation showed that the fault experienced can be attributed to procedural tissue debris. The overall complaint was no confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained issue. ¿ based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. As per instructions for use (IFU); electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. For electrodes with suction, attach the suction adapter to standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in the range of 300 mmhg to 700 mmhg. Failure to maintain the recommended suction may result in device failure. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.